Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2001, dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, implanted with a cardiac resynchronization therapy defibrillator (crt-d) system about three years earlier, was admitted to the hospital for sepsis. The organism was unspecified; the source was also unspecified. The patient was discharged and then about 12 days later, a check of the hospital's electronic medical records noted the patient was deceased. The patient is a participant in the post approval clinical surveillance product surveillance registry.